Event description:
Reportedly, in the procedure of implantation there was realized that the battery voltage was 2.93v and the charging time was 11 seconds. The estimated battery life was 3 to 5 years. Therefore, as indicated in bulletin 3.22, the device was not implanted. It was sent to microport crm barcelona on the 10th of february.

Manufacturer narrative:
Device files analysis revealed: the device was manufactured on 05 january 2024. The device was not implanted. On 10 february 2026, the battery voltage was measured at 2.93v. As described in the user manual, the device should not be implanted if the battery voltage is below than 3v. Files analysis (data file dated 10 feb 2026) revealed that no battery reforming was performed since the device manufacturing. Based on files analysis, this device is probably affected by a software bug. A programming action should have switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve, and deactivates the battery reforming until the device implantation. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The switch into the specific mode occurred probably during the 1st semester of 2024.